Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the lobectomy surgery, when severing pulmonary tissue, after fired, noted one staple malformed at the 1/3 proximal end with straight leg as the photo shows. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. The picture shows tissue with what appears to be a staple leg present. The staple is noted to not have the proper formed shape. Based on staple noted on the photo, the event describe is confirmed, however no conclusion or root cause could be determined.